Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Several error 33 were found during device log review but this is not linked to the reported event. The device was received in lake zurich for preventive maintenance. During quality control, downstream pressure sensor could not be calibrated and ocs motor was found excessively noisy. As per technical manual both parts were replaced. Test were carried out regarding the error 33 found in the log but its result was within specifications, therefore the error could not be reproduced. Defective parts (downstream pressure sensor and ocs motor) were sent to brézins for further investigation. Several tests were carried out but no issue was found regarding the functionnality of pressure sensor. A CAPA has been opened on defective pressure sensors, but as this event is not confirmed it cannot be directly linked to it. Investigation of ocs motor did not indicate any abnormal noise. To date, the reported event cannot be confirmed and might be linked to another part but can only be analyzed with the associated device. This complaint is not confirmed for downstream pressure sensor out of calibration, valid for the error 33 as found in the log, not valid for defective ocs motor. No action was initiated for error 33 as per our local procedure however the complaint has been registered for statistical monitoring.

Event description:
Defective pressure sensor.